Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose level was 251-253 mg/dl. Customer changed all supplies and resumed insulin delivery.